Manufacturer narrative:
Despite multiple attempts, this implantable cardioverter defibrillator (ICD) was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.